Manufacturer narrative:
Patient identifier; corrected data, initial MDR inadvertently submitted incorrect patient identifier.

Event description:
It was reported that the patient¿s device is showing high impedance. However, on (B)(6) 2018 it was noted that the patient did not have high impedance as the battery was replaced and everything was fine. It was stated that the patient is very dependent and lives in a home and moves around a lot when they try to interrogate/perform diagnostics. Prior to the appointment in (B)(6) 2018, said the physician stated that the device was checked twice and diagnostics were normal. No additional or relevant information has been received to date.

Event description:
Information was received from clinic notes that the patient's high impedance may be due to the patient who "flails her left arm around (even prior to vns) and throws her back against walls. Her mother feels this has resulted in dislocation of the electrode array". The patient is non-verbal surgery has not occurred to date.

Event description:
Clinic notes were received and state that the patient has been referred for replacement due to the vns generator showing high impedance. The battery status was noted to be "full." Patient has history of potential fluctuating high impedance with current lead and therefore this appears to be a continuation of the high impedance seen in 2018, likely indicating a lead issue. Surgery has not occurred to date.